Manufacturer narrative:
Additional information: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported stroke was unable to be confirmed and remains unknown. Per the IFU, cerebrovascular attack is a known risk with the use of this device.

Event description:
Following a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, the patient experienced a stroke. Following the procedure, the patient was discharged to home but returned to the emergency department with symptoms of stroke. The patient is recovering but has residual symptoms of altered speech and altered sensation in the upper extremities.